Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The reporter, the patient's mother, reported the patient obtained elevated blood glucose levels ranging from 30 mg/dl to 400 mg/dl, and the patient experienced the symptom of nausea. The patient did not test for ketones. The patient took bolus doses using the pump but her glucose levels did not lower. Troubleshooting revealed no problems with the infusion site, no bent cannula, no kinks in tubing, the pump programming is correct and all basal/bolus units delivered matched correctly with those programmed. The patient noted air bubbles in the cartridge. The patient reported she used refrigerated insulin, which can cause bubbles. There is no evidence the pump was not delivering insulin accurately, however, as the patient obtained elevated blood glucose readings and experienced symptoms suggesting severe hyperglycemia, this complaint is being reported.